Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2009 the patient presented with the following preoperative diagnoses: status post l4-s1 posterior spinal fusion. Right sided l3-4 far lateral disc herniation. Juxtafusional stenosis, l3-4. L3-4 instability. The patient underwent the following operative procedures: l4-5 fusion exploration. L4-5 hardware removal. Right sided l3-4 far lateral microdiscectomy. Right sided l3-4 transforaminal lumbar interbody fusion with cage, autograft bone morphogenic protein. L3-4 posterior spinal fusion. L3-4 posterolateral fusion with autograft over the transverse processes bilaterally and over the left l3-4 facet. Complications : none. Per op notes: morselized bone graft was placed in the l3-4 disc space from the right side across midline. On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.